Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received, a supplemental form will be completed.

Event description:
It was reported that the customer fell out of a tree and shattered the touchscreen. The touchscreen is now unresponsive. There was no impact to customer's blood glucose level.